Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver the amount of insulin requested. Customer's blood glucose (bg) level ranged from 184-365 mg/dl. The customer was admitted to the emergency room (ER) and treated with intravenous saline fluids and insulin injections. The customer was released with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.